Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) levels were elevated at 253mg/dl. Customer treated elevated bgs by administering a bolus using the pump. Customer is to consult with their healthcare provider to discuss what may be affecting bgs.